Event description:
It was reported that vent fail during use, no health consequences have reportedly occurred.

Manufacturer narrative:
It was reported that the anesthesia system had a ventilation malfunction during usage and could not be mechanically ventilated. The event was evaluated as a reportable event. According to the hospital report. After the malfunction, the patient experienced respiratory distress, decreased oxygen saturation, and lowered blood pressure. Measures taken: 1. Immediately use the machine to manually ventilate the patient; 2. Follow the doctor's instructions to inject relevant medication to maintain blood pressure; 3. Replace the normal anesthesia system to continue with the surgery; 4. Closely monitor the patient's vital signs; finally, the signs became well and there was no harm to the patient. The field engineer has provided repair quotes to the hospital, and we have not received any feedback from the hospital about the repair and return of the bad parts. The investigation report will be updated in time if there is any additional information about maintenance and failure parts.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that vent fail during use, no health consequences have reportedly occurred.